Manufacturer narrative:
(B)(4). One accutrac 200 laser fiber was received for evaluation. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment, indicating that the fiber was recognized by the laser unit. The overall length of the fiber received measured approximately 2.25 meters, this indicated that the fiber was broken. The aiming beam was seen exiting the tip was bright, clear and scattered. The remainder of the fiber including the distal tip was not returned. The condition of the returned device does not confirm the reported event. The most probable root cause for this complaint event is caused by other device as it is likely there was an issue with the complainant console that led to the connection issue, since the fiber connected without issue during analysis. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that an accutrac 200 laser fiber was used during a ureteroscopy with lithotripsy procedure in the ureter performed on (B)(6) 2016. Reportedly, the laser unit used was a holmium lumenis laser. According to the complaint, during preparation and outside the patient, the laser fiber was not recognized by the laser unit. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the laser fiber was broken. Please refer to block h10 for full investigation details.